Manufacturer narrative:
(B)(4). The date of the leak was unknown but it was reported that the patient was hospitalized for the subsequent peritonitis on (B)(6) 2015. The patient was hospitalized one day prior to the initial receipt of this report. After nine days of hospitalization, the patient was discharged. The cause of the malfunction leading to the peritonitis was reported to be due to repeated stress handling of the device by the patient. The patient was recovered from the previously reported peritonitis event (previously, the outcome was not reported). The device was received for evaluation. The lot number was not available and a batch review was unable to be performed. Visual inspection using magnification was performed and noted a hole in the tubing near the twist clamp with marks noted on the outside of the connector indicative of tool use. Clear passage testing, clamp function testing, integrity of the seal surface testing, and leak testing were performed on the device. During leak testing, a leak was found from the hole in the tubing. Sample analysis verified the reported issue. The cause of the leak was determined to be the tubing hole. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis was a leak with a hole noted in the tubing of the transfer set. Treatment for the peritonitis event was not reported. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.